Manufacturer narrative:
Updating health effect clinical code (e) to only include: 1800, and 1815. Updating type of investigation (b) to only include: 4112, 4109, 4115, 4110, and 4111.

Manufacturer narrative:
The physician is not alleging a product malfunction occurred to cause or contribute to the patient adverse event. The device was not returned to endogastric solutions (egs) for evaluation as it was discarded at the medical facility. This is being reported because the physician is alleging the tif procedure caused or contributed to the patient adverse event, due to a cyst being detected near the anatomy where the hiatal hernia repair and tif procedures were performed. This is the first report of a cyst following a tif procedure in over 26,000 procedures performed to date.

Event description:
Approximately two weeks after a hiatal hernia repair followed by a tif procedure, the patient returned to the hospital with a fever and dysphagia. A CT scan was performed, and a cyst was identified near the anatomy where the procedures were performed. An egd was performed. The cyst was drained, and a stent was used. The stent was removed approximately two weeks later, and the patient is reportedly doing well as of (B)(6) 2021.